Event description:
As reported: "please find attached information from index and revision surgery of a left total hip. The revision was performed due to instability. No further information is available from the hospital or surgeon." A poly insert and head were revised to another head with sleeve, mdm metal liner, and adm/ mdm poly insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown 2.5 biolox ceramic head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.